Event description:
The event was reported to vascutek as follows: blood leak from whole graft body. Blood oozing from all of graft body. Doctor had to wrap graft with patient's own vascular wall to darn it. Graft explanted and replaced with competitor.

Manufacturer narrative:
Vascutek has requested representative contact surgeons several times for further information; however, they have been unsuccessful in obtaining any further details regarding this case therefore vascutek does not expect to receive any further information. No further actions required however, the issue will be tracked and trended as part of the routine complaints monitoring and reporting process. If an adverse trend develops action may be taken at that time. Vascutek now considers this complaint closed.